Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to syncope and shock therapy.